Event description:
It was reported that during a vaginal hysterectomy procedure, the device fired staples only for the proximal 2 cm in the jaws and did not cut. A new device was opened to complete the case with no patient consequences.